Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent migration occurred. The lesion was pre dilated with a 1.5x15mm non bsc balloon. The physician attempted to place a taxus express2 3.0 x 8 mm drug eluting stent to the 90% stenosed lesion located in the noncalcified and moderately tortuous proximal left anterior descending (lad) artery, but was unable to cross the lesion. This lesion was located between two taxus stents that were placed five months prior to this intervention. Dilatation was then performed with a 2.0 x 15 mm non bsc balloon. The 3.0 x 8 mm taxus stent was then deployed, but ivus confirmed that the stent was not properly dilated. A non bsc guide wire was advanced through the stent strut of the deployed 3.0 x 8mm taxus stent into the lcx. A non bsc 3.0x15mm balloon catheter was advanced through the stent strut of the 3.0 x 8 mm taxus stent from the left main to the lcx and poba was performed. Under fluoroscopy it was confirmed that the taxus stent was properly implanted. Kissing balloon technique was then performed using two of the non bsc balloons. Ivus was then performed and found that the taxus 3.0 x 8 mm stent had migrated to the left main trunk (lmt) and been crushed. The crushed stent was then removed using a gooseneck snare. The physician then implanted a 3.0 x 8 mm non bsc stent to the lesion. The procedure was completed by post stenting with a non bsc stent. No pt injuries or complications were reported. Pt status post procedure is noted as good.